Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that during the case the inner diaphragm of the trocar tore, causing loss of pneumoperitoneum. The oneseal tore also, another oneseal and trocar was used to complete the case. There was no consequence to the pt.